Event description:
It was reported that a strange behavior was noted on the system controller. When practicing a system controller exchange in the hospital to train the patient, the exchanged system controller could not enter into sleep mode and therefore it would not stop beeping even after disconnecting the external batteries and driveline. The device was not responding to pressing the battery button and to turn it off. The internal battery had to be removed. When attempting to retrieve the log files, the heartmate touch did not find the device. Pump off, no external battery power, and driveline disconnected alarms were noted. The system controller was put as a backup and an exchange was being awaited. Nothing happened to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.